Event description:
The MFR's rep reported a pt experienced an overdose after the pump and catheter were replaced (post-operative day 1). It was reported that the hcp programmed the pump dose/day from 1mg/day back up to 15mg/day which was the dose prior to the pump and catheter replacement. Specific overdose symptoms, drug info, and treatments/interventions were not reported. It was reported however, that the pt had recovered from the event. Add'l details regarding current status of pt has been requested from the hcp. A follow up report will be sent when new info is received.